Event description:
It was reported that during a battery replacement for normal depletion impedance values above 4,000 ohms were seen on all bipolar pairs except c/2 when the lead was inserted into the new ins. The default test values were increased with no improvement. The hcp removed the lead and reinserted with the same results. Upon removing the lead from ins again, the lead end broke and was stuck inside the new ins. It was noted that the hcp had loosened the setscrew, but it was unknown if it was loosened too much or too little. When the lead tip broke inside the 3058 the hcp decided to use a new ins and a new lead. While trying to explant the old lead it fragmented and all tines were left inside the patient. It was noted that the hcp had dissected down for approximately 5 minutes. A new lead was implanted on the contra-lateral side and the new ins was implanted in the same pocket as the original. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, serial (B)(4), found no significant anomaly. Lead parts were stuck inside the connector port. A functional test was performed with good output on all electrode pairs after the stuck connector sleeve was removed from the connector port. Analysis of the lead model 3889-28, lot j0406363v found no significant anomaly. The proximal end conductor was broken due to overstress and there were open circuits. Analysis of the wrench found no anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# j0406363v, implanted: 2004 (B)(6), explanted: 2012 (B)(6); extension model 3095-10, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the educational brief discussing post-surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.